Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late stage seroma".

Event description:
Company representative reported, on behalf of healthcare professional. Left side implant exchange from textured to smooth, due to the patients concerns about the product. And patient is experiencing a left side "late stage seroma". Device remains implanted.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-20427, is a duplicate of mrn 9617229-2024-19901. Please see mrn 9617229-2024-19901 for reportable events.

Event description:
Previous emdr submission noted "late stage seroma" and exchange from textured to smooth due to the patients concerns about the product. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 9617229-2024-19901 as the operating record related to this complaint.